Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins turned off and they lost therapy. No environmental, external, or patient factors contributed to the issue. The patient's turned the ins back on with their programmer and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Correction to include the selection of adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient's ins was charged too late so the battery was empty and stimulation turned off. The ins was charged resolving the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins data showed there was a loss of therapy on (B)(6) 2019.